Manufacturer narrative:
(B)(4). Date sent: 12/3/2024 additional information was requested and the following was obtained: "unfortunately, I cannot clarify the hcp¿s comment about the product ¿not grabbing onto the tissue properly¿ as I wasn¿t present for the case, and the hcp is no longer willing to discuss it".

Manufacturer narrative:
(B)(4). Date sent 7/3/2025. D4 batch #c9du9n. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 2h12lp device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device had it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch c9du9n number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/10/2024. D4: batch # c9du9n. Additional information was requested and the following was obtained: "what is the surgeons experience with the device? Were any noises heard such as ¿whistling¿ or ¿hissing¿? Was there a drop in pressure? What was the gas consumption rate or volume (liter/minute)? Were any deficiencies noticed before or during device use? Does the account use reprocessed trocars or does the account reprocess the trocars in house at the account? What is the current patient status? Why does the surgeon believe that the device caused the subcutaneous emphysema? Patient is status is fine, there was no issue. The surgeon believes the trocar caused the emphysema because it does not grab on to the tissue properly. They cannot recall the drop in pressure or may whilstong." Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 2h12lp device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. A leak test was performed and the device was noted to leak inserting and removing the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. No conclusion could be reached as to what might have caused the reported event. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a robotic hernia procedure, patient had gotten subcutaneous emphysema.